Manufacturer narrative:
Unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received with reservoir tube missing o-ring. Unit received with cracked case at display window corners, reservoir tube window corners and lcd window. Unit received with corroded battery tube.

Event description:
Customer reported via phone call that the o-ring was missing from reservoir compartment and reservoir fell out. Customer's blood glucose was unknown. Customer did not know how damage occurred. Customer was advised that insulin pump would need to be replaced.